Manufacturer narrative:
(B)(4). Batch # m92u07. The device was returned with the upper jaw detached returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Two of the returned devices used in the surgical procedure were confirmed to have damaged I-blades and top jaws. This type of damage is consistent with advancing the I-blade too quickly through thick and fibrous tissue without allowing the device to denature the tissue enough prior to I-blade advancement. It should be noted that both of the devices were found to have dried body fluids on the jaws indicating that both devices were used on tissue in the surgical procedure which is contradictory to what was originally reported with the second device.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a recto sigmoid repair procedure, when surgeon picked up device from mayo stand the movable part of the jaw fell off and landed on the floor. This device was not used at all. Case completed with another device of the same product code. There were no patient consequences reported.